Event description:
It was reported that a flogard infusion pump "does not function". The process step that this malfunction occurred was not identified. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site. A visual inspection was performed. Alarm f-38 was discovered via the alarm log and determined to be the specific issue. The cause was determined to be damaged force sensing resistors (fsr's). The fsr's were replaced to correct the reported condition. Should additional relevant information become available, a follow-up medwatch will be submitted.